Event description:
The customer reported that the ortho provue analyzer posted error messages of "volume not detected" during abo testing. The customer indicated that even though an error was generated by the analyzer the appropriate abd results were interpreted. An ocd field engineer (fe) visited the site and indicated that the customer had reported fluid on top of the gel card foil. Fluid on top of the gel card foil can lead to carry over and/ or cross contamination, which can lead to erroneous test results and transfusion of compatible blood. Erroneous test results were not reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and determined that the inner tubing going to the probe was not installed properly and the wash station was discolored. The fe replaced the probe, wash station and performed the appropriate adjustments to return the instrument to expected operation. The customer tested sample without any issues.